Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional and it was reported that with regard to the statement that the ¿machine would not calibrate¿ there was no device issue. The patient was on flex doses of baclofen. The troubleshooting was that the bridge bolus had to be manually calculated because of the flex dosing. The action/intervention was that the patient¿s concentration was adjusted after bridge bolus time. The issue was resolved. It was also determined that the programmer had the wrong time and needed to be corrected.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had to limp along until june and then went to another physician who recommended the patient "get this crap out of you and put in a name product' the dose went down to 1mcg from 221mcg to put in a name brand product and the dose went down to 1mcg from 221mcg. Per the patient she was like silly putty and having hallucinations. The situation was resolved and no further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-25, additional information was received from the patient. It reported the patient's weight in 2017 was (B)(6). The patient stated the overdose of baclofen was because the concentration was incorrectly put in and the patient described it as they felt like silly putty which meant muscle had no/patient was just jell-o. The patient had hallucinations where they were actually cryingout for help to their parents who have both passed away. The patient remembered saying it and stated it made no sense, but they did it anyways.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp), and company representative regarding a patient currently receiving baclofen (500 mcg/ml at 194.94 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 the patient was wondering how long it took a body to get rid of too much baclofen. On (B)(6) 2017 the patient had gone in for a pump refill and they were changing the concentration from 2000 to 500, but the ¿machine would not calibrate¿. The patient was told to come back in 76 hours and have the ¿medication recalibrated¿ then. The patient believed the current concentration in the pump was 500. The patient had lost all of her spasticity and was not able to even do transfers. This had come on gradually. Some of her spasticity had returned and she had seen some improvement, but not a lot. She had to be lifted to do everything as she was not able to lift herself. The patient had flex dosing where she got a higher dose at night so she could sleep (11.78/hour) and a lower dose during the day (5.51/hour) from 7am to 9pm. The patient was also wondering why she was told that they could have just changed the pump to need a refill from 3 months to 6 months instead of decreasing the pump 9 times in 13 days. On 26-jan-2017 additional information was received from an hcp who reported that they were calling about the patient¿s pump. They had been seeing a lot of the patient. They were trying to schedule a pump study to make sure the pump working properly. The patient had a flex dose and a bolus and the hcp had to do it manually. The patient had been back 5-6 times to get the dose adjusted. Additional information was received on 27-jan-2017 from a company representative and it was reported that the patient had been on a stable dose of 200 mcg/day for years using the 500 mcg/ml concentration. Over one year ago, when her physician suggested increasing the concentration to 2000 mcg/ml, the patient started to experience increased spasticity and required a higher dose of 300 mcg/ day. On (B)(6) 2017, when the concentration was changed back to 500 mcg/ml, the patient experienced symptoms of overdose (lethargy, hypotonia) at the same dose. The patient and her physician had been steadily decreasing the dose. She was now at 196 mcg/day and continued to have her dose decreased. The patient had flex dosing with a higher dose at night to help her sleep and required a lower dose during the day because she required some spasticity for her normal daily activity, such as walking. She was currently comfortable at night, but still did not have the spasticity she needed when she woke up in the morning. The patient had moved from out of state, so was coming in (B)(6) 2017 to confirm that the pump clock had been updated to the correct time so that her flex dosing was accurately timed. The physician confirmed that she did not complete reservoir rinses when changing concentrations. No actions/interventions were taken to resolve the ¿machine not calibrating¿; the cause was not determined for the ¿machine not calibrating¿; and the ¿machine not calibrating¿ and the patient¿s symptoms had not been resolved.